Event description:
It was reported by the customer that during an unknown procedure, upon application of the device around the vein, the jaw was opened and the assistant surgeon articulated the tip of the device, so it was perpendicular to the vessel to ensure adequate ligation. Once in place the surgeon closed the jaw and there was a snapping sound that is not normally heard when doing this. Surgeon proceeded to engage the device to fire and then went to open the jaw and it would not opened. Then pressed the firing mechanism and released the jaw. The staples did not fire the entire length of the stapler and it did not cut the tissue. Unknown how the case was completed. There was no adverse consequence to the patient.

Event description:
It was reported that the catheter and guidewire were inserted and the end portion "j" tip loop of the guidewire was caught on the catheter tip, at the end of the catheter. The guidewire would not advance or pull out. The physician had to pull both the catheter and guidewire out together. It was stated that likely vessel trauma could have occurred. Further follow up indicated that when the catheter was going over the guidewire it became stuck. The physician could not either move forward nor move back on the guidewire. They were using guidance monitors the entire time. They could see that there was roughly 1-2 centimeters of the guidewire that had gone thru the catheter and then just stopped. There were two physicians that tried to get the guidewire out and all awhile the patient's was inconveniently awake. Both the catheter and guidewire were removed in the end. Upon removal the examined the catheter, they further tried to remove the guidewire, only to see the catheter was rippled when pulling out. Sealed units were also returned and examined.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the ats45 device was received in good visual condition and with a white cartridge reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.